Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the rv lead was observed via merlin.net. Upon reviewing, the egm non-emi (electromagnetic interference) source lead noise was noted. Programming changes were discussed. However, patient did not want to make the changes. Patient was stable and will continue to be monitored.

Event description:
New information received notes that programming changes were made. Patient was stable and will continue to be monitored.